Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, but prior to use, it was observed that the battery reciprocator handpiece device would not work. According to the report, the battery devices were changed, but the device still would not work. The reporter stated that the battery devices would not work after the devices were used with the battery reciprocator handpiece device. As a result, there was two minute delay to the surgical procedure. It was reported that spare devices were available for use. It was not reported if there was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.